Manufacturer narrative:
Results: broken siderail control buttons. Bent frame.

Event description:
It was reported by service report that some control buttons were not working on the siderail. The bed went all of the way up and was unresponsive. No patient involvement or adverse consequences are reported.